Event description:
It was reported that bd maxplus needleless connector was occluded. The following information was received by the initial reporter with the verbatim; because the patient suffered from acute promyelocytic leukemia, he required regular testing and was given an indwelling PICC tube to infuse chemotherapy drugs. The PICC was given a dressing change at 10:00 on (B)(6) 2023. When pre-filling the connector with normal saline, it was found that the connector was blocked and he was immediately replaced with a new one. The connectors are guaranteed to continue to be used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr (B)(4), in which the customer has stated: ¿when pre-filling the connector with normal saline, it was found that the connector was blocked¿. The product in use at the time is reported to be a mp1000 china from lot 22125382. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22125382 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china products in the past 12 months.

Event description:
No additional information.